Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient was unable to recall when the alleged issue began. The patient claimed obtaining a control solution result of ¿112 mg/dl¿ with the subject meter, which fell below the specified control solution range printed on the test strip vial. The patient advised that she manages her diabetes with insulin pump therapy and that in response to the alleged issue, she decreased the dose of her insulin. The patient advised that an unknown time before the alleged issue occurred, she developed symptoms of ¿blurry vision¿ and that she could ¿not wake up¿. The patient stated that on an unspecified date in (B)(6), she went to the emergency room (ER) where her blood glucose was reportedly measured at ¿108 mg/dl¿ on the ER device and she was treated by a health care professional (hcp) with IV glucose. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr also established that the patient was not using the correct control solution. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device.